Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, oversensing, and inappropriate shock. The patient passed out, it was noted that the patient was at a dialysis appointment at the time of the shock. The patient also has a lot of weight. Troubleshooting options were discussed and recommended. An x-ray was performed to confirm the optimal system position. Technical services indicated that the programming options are limited due to the patient being very sick and maxing out the capability of the s-ICD. Currently, the s-ICD system remains in service and no additional adverse patient effects were reported.